Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at the time of initial inflation in pinhole form at 6atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.